Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (mr), anterior leaflet billowing and enlarged atrium for a mitraclip procedure. During the procedure, mitraclip ntw was selected and grasping was difficult. Blood pressure was reduced to 70 mmhg. Clip was removed from the patient and was replaced with mitraclip xt. An intra-aortic balloon pump (iabp) was also introduced into the patient. After grasping with mitraclip xt, establish final arm angle (efaa) was performed and the clip opened to approximately 30 degrees. Troubleshooting was performed but was unsuccessful. Mitraclip xt was removed from the patient and was replaced with another mitraclip xt. Mitraclip xt was successfully deployed. After steerable guide catheter (sgc) was withdrawn from the left atrium into the right atrium, it was observed that there was increased mobility of posterior side mitraclip xt and an additional mitraclip nt was planned. When dilator was reinserted into the sgc, air ingress was observed and aspiration was performed. However, the issue was recurred. Sgc was replaced and the procedure was continued and additional mitraclip nt was implanted. Imaging was difficult. All steps were performed as per IFU. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.